Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely some bending force was applied to the forceps and/or the distal tip of the forceps was corroded. This issue is addressed in the instructions for use (IFU): "before use, confirm that the pins are fully seated at the forceps¿ distal end as shown on page 8; it should not be sticking out. Do not use the forceps if the pins are sticking out, as it could fall out inside the patient, injure the mucous membrane, or damage the forceps and/or the endoscope¿s instrument channel. If the pins fall out inside the patient during use, stop the procedure immediately and retrieve the pins using another grasping forceps. Before use, confirm that the distal tip of the forceps is not corroded, dented or discolored, and that the cups can be opened and closed smoothly. Using forceps that are damaged or not working properly may result in one or more of its components falling off inside the patient. If a component falls off of the distal end, or if operation of the cups suddenly becomes more difficult, immediately stop the procedure. Carefully withdraw the forceps together with the endoscope to avoid causing injury within the body cavity. Retrieve any parts that have fallen off inside the patient using another grasping forceps."

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
Olympus was informed of a report that the biopsy forceps, model number fb-36k-1, tip broke inside a patient during the procedure. It was reported that the endoscope was removed in order to allow removal of the broken device since the forceps were trapped and rotated inside the patient's stomach. The intended diagnostic procedure was completed; the same device was not used to complete the procedure. There was no patient injury, associated with the event, reported to olympus.